Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Unit received with critical pump error due to corroded electronic assemblies. Unable to verify stuck button alarm due to critical pump error. Unit received with corroded motor home switch.